Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead noted the helix was extended and clogged with blood and tissue. The full helix extension length was measured within specification. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage.